Event description:
The pt was exposed to a security scanning wand. Afterward he felt no stimulation sensation. The pt was seen by the field rep. The implantable neurostimulator was unresponsive and not able to be interrogated. The rep believed the device battery was depleted. Replacement was planned. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).